Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 2.50 x 24mm synergy xd drug-eluting was advanced for treatment. However, during inflation, the pressure stopped increasing at approximately 6 atmospheres and it was noted that the balloon ruptured. The stent was successfully deployed and implanted in the lesion part, and the procedure was completed with a post-balloon due to incomplete crimping. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 2.50 x 24mm synergy xd drug-eluting was advanced for treatment. However, during inflation, the pressure stopped increasing at approximately 6 atmospheres and it was noted that the balloon ruptured. The stent was successfully deployed and implanted in the lesion part, and the procedure was completed with a post-balloon due to incomplete crimping. There were no patient complications reported. It was further reported that the target lesion was located in the left circumflex artery. During the first inflation, the pressure stopped rising from 6 atmospheres as the balloon had ruptured. The device was removed by the usual method without any problems.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 24mm stent delivery system was returned for analysis. No issues identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. The balloon was returned in a deflated state. Balloon cones were reviewed and were subjected to positive pressure. The stent was successfully deployed and implanted in the patient and was not attached to the delivery system. Bumper tip showed no signs of distal tip damage. No device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 2.50 x 24mm synergy xd drug-eluting was advanced for treatment. However, during inflation, the pressure stopped increasing at approximately 6 atmospheres and it was noted that the balloon ruptured. The stent was successfully deployed and implanted in the lesion part, and the procedure was completed with a post-balloon due to incomplete crimping. There were no patient complications reported. It was further reported that the target lesion was located in the left circumflex artery. During the first inflation, the pressure stopped rising from 6 atmospheres as the balloon had ruptured. The device was removed by the usual method without any problems.